Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code problem code: e1802 cyst(s)/ code not available h6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm. The date of the event is an approximation. Per the documentation, the patient experienced redness, pimples, inflammation, and drainage beneath the entire patch area. These symptoms occurred on an unspecified day following sensor insertion into the arm. The patient had prepped the skin with soap and water prior to insertion. No photo evidence was provided. On or around (B)(6) 2025, the patient sought medical evaluation after the affected area developed into a ¿large lump.¿ the physician noted the possibility of a pre-existing small cyst that may have been punctured during sensor insertion, potentially leading to the observed symptoms and lump formation. During the appointment, the patient underwent an incision and drainage procedure. The patient was unable to recall what was used to close the incision and was prescribed an unspecified antibiotic. At the time of reporting, the patient was reportedly doing fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.